Event description:
The customer reported the device vent inop. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Da-mc board cable was replaced. Calibrated and no abnormality was confirmed.

Event description:
The customer reported the device vent inop. There was no reported patient involvement.